Manufacturer narrative:
The subject device has been returned to olympus medical systems corp. (Omsc) and it is being investigated. The exact cause of the reported event could not be conclusively determined at this time. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The user used the subject device during endoscopic nasobiliary drainage (enbd). During the cannulation, the forceps elevator of the subject device could not be lowered. The user replaced the subject device to another unspecified device and completed the procedure. There was no report of the patient's injury regarding this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc investigated the subject device, however the reported phenomenon was not duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.